Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that batteries depleted after four to eight hours, causing no delivery of insulin. Customer reports that issue occurred excessively. Customer reported of being hospitalized for broken bones and had high blood glucose while hospitalized. Customer states blood glucose was 400 mg/dl. Customer was transferred to help line.